Manufacturer narrative:
Visual inspections were performed on the returned device. The reported unspecified failure mode was observed as malposition/failure to deploy the suture. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Although a specific failure mode was not provided, the returned device conditions malposition/failure to deploy the suture. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The three (3) additional proglide devices are filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in a femoral vein (multiple access sites) was attempted with four proglide device using the pre-close technique via a 9f and 11f sheath prior to an atrial fib ablation interventional procedure. Reportedly, the four devices did not deploy as intended. The sutures of new proglide devices were successfully pre-placed. The 11f sheath was upsized to a 15f and the ablation procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.